Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the monitor did not sound a heart rate alarm on high frequency". No patient harm was reported.